Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that drawer 5 was not being detected and could not be opened. After powering down the station, the fse opened the back panel and inspected the drawer. The module controller lights were on, but the fse noticed that one of the lights on the drawer controller board was not illuminated. Upon further inspection, the fse discovered that a thermal event had occurred on board. The station was shut down, the damaged drawer controller board was removed, and a new board was installed. After the replacement, the fse contacted support to verify functionality. The drawer opened and closed without any issues. Support also logged in remotely and successfully tested opening and closing the drawer. Since this was a medbank cubex system and support confirmed successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer jammed. User was trying to restock and cycle count items on drawer 5, the drawer would not open. There were no adverse events or injuries reported based on this event.